Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via social media, a patient reported being injected with an unspecified juvéderm®. The patient warned about not knowing what to do when a patient ¿gets infected or gets a bad batch.¿ the patient reported experiencing a ¿nightmare¿ and had many trips to different doctors who treated the patient with antibiotics, steroid injections, and dissolving. Event was ongoing.